Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient noted the cause of the weak device was the stimulator pacemaker was for their private area. A replacement surgery was scheduled for october or november.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is very weak and soon they will be having surgery to have a new battery. No patient symptoms were reported and no further complications have been reported as a result of this event.